Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The distal end of the proximal spring electrode was separated from the lead body insulation; medical adhesive (ma) was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r wave amplitude measurements, low rv impedance measurements, and increased pacing threshold measurements. The patient complained of pain and stimulation in their chest. It was suspected that the lead possibly caused a perforation. A computerized tomography (CT) scan was performed which indicated a perforation. A surgical revision was performed to reposition the lead. The physician was not happy with where the lead could be placed, as it continued to go to the same spot. A new rv lead was therefore implanted. It was noted that the patient was never hemodynamically compromised. The patient tolerated the procedure well and was discharged the following day. No additional adverse patient effects were reported.